Event description:
It was reported that the 9900 system made a popping noise during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The candle-sticks were re-greased and the wiring was repaired during the service call. The system was tested and found to be working as intended and put back into service.